Event description:
The lay user/patient called lifescan (lfs) in 2007 and alleged that the meter was prompting the apply sample message. The pt was unable to test on the meter for 3 to 4 days. It is a new meter and it is the pt's first meter. She was never able to use the meter since obtaining it. She has been taking, and continues to take, glypizide 10 mg twice daily. Her medication is not based on her meter result. She began to feel unwell for 1 and a half days prior to going to the hosp (she could not specify the symptoms). On the evening of eight days earlier, at 2:30 a.m., the pt called the paramedics because she had chills and "a strange feeling" in her body. She was taken to the hosp and her blood glucose result was 399 mg/dl. She was admitted for two days with a diagnosis of hyperglycemia and was treated with insulin injections. Her regimen was not changed since being discharged from the hosp. The pt stated that she would have sought treatment sooner had she known her blood glucose was high. The pt was using the incorrect technique to apply the blood to the test strip. The meter issue was resolved with troubleshooting. This complaint is being reported, as the pt was unable to test on her meter, she became symptomatic, and was hospitalized for high blood glucose. A replacement meter has been sent.

Manufacturer narrative:
Lifescan has requested the return of the subject meter for eval, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.